Event description:
It was further reported that it was a percutaneous transluminal angioplasty procedure.

Event description:
It was reported that during an angioplasty treatment procedure a balloon rupture occurred. The lesion was located in a mildly tortuous, non calcified, cephalic vein with a 50-60% in-stent restenosis of a non-bsc stent. The dt/9-4/5.8/75 balloon was used to dilate the lesion. On the first inflation the balloon ruptured circumferentially. A piece of the balloon detached from the device. It was snared out and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the device noted no damaged to the shaft of the device. The balloon was torn circumferentially 25mm from the proximal balloon bond. The distal half of balloon was completely detached and returned wrapped around a wire. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).